Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the pump¿s black box showed call service (cs64) alarms (occlusion during prime) had occurred. During testing, the pump successfully performed the rewind, load and prime steps and completed the 24 hour duration test with no alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.